Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three shocks as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored episodes, with poor morphology noted for the episodes during a specific heart rate range, outside of which no anomalies were noted. Ts recommended further in clinic examination. This s-ICD remains in service. No additional adverse patient effects were reported.